Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure- 1051" and "compressor fault- 2001" error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and updating information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing without duplicating the reports. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.